Event description:
Clinical trial. It was reported that the same day as a coronary artery drug eluting stenting treatment procedure, the pt experienced a non-q wave myocardial infarction (mi) prior to discharge. The index procedure identified three lesions, one of which was treated. The lesions in the 80% stenosed distal lad (left anterior descending) and 60% stenosed mid lad were not treated. The distal rca (right coronary artery) had one 100% stenosed thrombotic lesion measuring 2.5x10mm which was treated with predilation using a medtronic sprinter 2.5x15mm balloon, deployment of a 3.0x16mm taxus express2 drug eluting stent at 14atm, and post-dilation using a guidant powersail 3.0x13mm balloon two times at 16atm resulting in 0% residual stenosis. The pt experienced a non-q wave mi prior to discharge. The pt was discharged four days following the index procedure on asa an plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.